Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.

Event description:
It was reported that during implant, high capture thresholds were observed on the lead. The lead was not implanted.